Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 51-year-old male patient. The impella was inserted for ventricular support during a ventricular tachycardia (vt) ablation procedure. While the patient was in the intensive care unit (ICU), the patient was noted to have slight left sided weakness. A subsequent computed tomography (CT) head showed a small frontal stroke. The physician did not attribute the stroke to the impella device. After eight days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-7 at 3.0l/min as intended with d5w sodium bicarbonate in the purge solution. Cerebral vascular accident/stroke may be influenced by inadequate anticoagulation, and/or the use of a mechanical circulatory device.